Event description:
Gastroscope was plugged into light source and tested prior to start of procedure. Procedure was started, scope was in pt, picture became white, then screen became blank, burning odor was noted, scope was immediately removed from pt. No smoke was seen, but unit felt very hot. Unit was taken out of svc and "smi" dept was notified. The procedure was completed later with another set of equipment. The pt was not harmed. No adverse outcome.